Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had driveline faults on their system controller. Technical services recommended that the patient exchange their system controller when it was safe to do so, but it was communicated that the patient did not perform a system controller swap due to it being unsafe for the patient because they had suspected thrombus in the pump and recent stroke reported in mrf 2916596-2021-04083. It was also suspected that the patient had driveline wiring damage. As of (B)(6) 2021 the patient was awaiting insurance approval for a pump exchange. It was communicated on 17sep2021 that the patient was scheduled for a heartmate ii to heartmate ii left ventricular assist device (lvad) exchange on (B)(6) 2021. The pump exchange was performed and the entire event resolved. The patient was stable and extubated with milrinone at .4 mcg/kg and being weaned. The pump would be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation findings: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 18jul2019. The most recent revision of the heartmate ii instructions for use (IFU) is rev. C. Section 1 of this IFU lists device thrombus as an adverse event that may be associated with use of the heartmate ii left ventricular assist system. Pump speed, power, flow, and pi are also addressed in section 1 of this IFU. Additionally, section 6 of this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The section "system operations" describes the "driveline" and outlines indications of driveline damage as well as how to respond to such events. The section "equipment storage and care" describes "care of the driveline." The section "alarms and troubleshooting" outlines alarms and how to respond to them, including driveline faults. Section 6 outlines indications of pump thrombosis, as well as how to respond to such events. The heartmate ii lvas patient handbook, rev. C is currently available. Section 4 of this handbook contains a section on ¿caring for the driveline;" however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. Although the reported driveline fault events were confirmed via the submitted log file; however, the report of a suspected driveline (dl) issue could not be confirmed during the evaluation of (B)(6). Additionally, the evaluation of heartmate ii lvas, serial number (B)(6) confirmed the presence of pump thrombosis. The submitted log files contained data for (B)(6) 2021. 77 yellow wrench advisories associated with 77 driveline faults were captured throughout the log file which were silenced. These driveline faults appeared to result from an issue with phase 2. Based on previous complaint experience, the captured events appear consistent with a potential driveline wire compromise. (B)(6) was returned assembled with the driveline (dl) cut approximately 5¿ from the pump housing and the distal portion of the dl was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow), the outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned connected to the pump¿s outlet port. Evaluation of the outflow elbow revealed no evidence of depositions or thrombus formations. Upon disassembly of (B)(6), examination of the proximal-side of the outlet stator revealed a red, non-laminated deposition situated around the outlet bearing ball and in between stator blades. The deposition had areas of denaturing and the circumferential contact marks on the outlet bearing cup of the rotor indicate that the deposition was present in the outlet stator while (B)(6) was supporting the patient. Upon removal of the observed deposition, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. Visual inspection of the driveline did not reveal any damage to the insulation of the wires. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that could have contributed to an electrical short. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further information was provided. The manufacturer is closing the file on the event.